Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Reports: 1627487-014-20017. It was reported during the patient's permanent implant procedure, the physician was unable to obtain lower back stimulation. Several attempts were made to capture the desired stimulation to no avail. As a result the physician decided to abandon the procedure.